Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt was receiving a trial scs system on (B)(6) 2011. It was reported that immediately after the surgery, the pt felt a burning pain in her feet and shooting pains in her legs. The pain started on one side and moved to both legs. The pt's leads were then explanted on the same day. After the explant, she still had some discomfort. An MRI was done and found intradural hematoma. The pt underwent a corrective procedure and physical therapy. It was reported the pt's symptoms were improving. No further info is available at this time.